Event description:
Event description guidant received information that this device was part of a legal action and the patient passed away. Legal documents state that a guidant rep. Was asked to check his device while the patient was in the hospital in 2005. The rep. Said it, 'did not work'. The patient expired one hour after the rep. Left.